Event description:
It was reported that as a health care worker peeled back the tape which had secured a bd insyte autoguard winged IV catheter, the winged hub portion of the catheter remained attached to the tape and the catheter remained inside the patient's vein. The patient had surgery to remove the piece of broken catheter.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.